Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge canister. No additional patient or event information was provided and the customer declined follow-up with tandem technical support.